Event description:
It was reported that this patient experienced over-sensed noisy signals which resulted in inappropriate shock delivery from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the noise seen during the episode was most likely mechanical in origin, such as through electrode under-insertion or sense node b artifacts. Additionally, there was evidence of variable r-wave amplitude measurements across multiple vectors and the smartpass feature had been appropriately disabled. Ts recommended performing a thorough in-clinic evaluation, such as via provocative maneuvers and diagnostic imaging. It was also discussed that in february 2023, an impedance check collision with an interrogation occurred which disabled therapy for approximately twenty-four hours. Therapy was subsequently automatically restored and the impedance measurements were stable. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced over-sensed noisy signals which resulted in inappropriate shock delivery from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the noise seen during the episode was most likely mechanical in origin, such as through electrode under-insertion or sense node b artifacts. Additionally, there was evidence of variable r-wave amplitude measurements across multiple vectors and the smartpass feature had been appropriately disabled. Ts recommended performing a thorough in-clinic evaluation, such as via provocative maneuvers and diagnostic imaging. It was also discussed that in (B)(6) 2023, an impedance check collision with an interrogation occurred which disabled therapy for approximately twenty-four hours. Therapy was subsequently automatically restored and the impedance measurements were stable. Recently, the patient was evaluated in-clinic where the noise was reproducible in the primary vector with provocative movements. Additionally, low r-wave amplitude measurements were noted. Diagnostic imaging was also performed which showed an appropriate position, but a significant amount of tissue surrounding the electrode. The physician programmed the device to the secondary sensing vector and this information was provided to ts for review. Due to the reproducible noise artifacts, ts strongly suspected an electrode impairment and recommended an electrode replacement procedure. However, this has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct b1, b2, and h1.

Event description:
It was reported that this patient experienced over-sensed noisy signals which resulted in inappropriate shock delivery from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the noise seen during the episode was most likely mechanical in origin, such as through electrode under-insertion or sense node b artifacts. Additionally, there was evidence of variable r-wave amplitude measurements across multiple vectors and the smartpass feature had been appropriately disabled. Ts recommended performing a thorough in-clinic evaluation, such as via provocative maneuvers and diagnostic imaging. It was also discussed that in (B)(6) 2023, an impedance check collision with an interrogation occurred which disabled therapy for approximately twenty-four hours. Therapy was subsequently automatically restored and the impedance measurements were stable. Recently, the patient was evaluated in-clinic where the noise was reproducible in the primary vector with provocative movements. Additionally, low r-wave amplitude measurements were noted. Diagnostic imaging was also performed which showed an appropriate position, but a significant amount of tissue surrounding the electrode. The physician programmed the device to the secondary sensing vector and this information was provided to ts for review. Due to the reproducible noise artifacts, ts strongly suspected an electrode impairment and recommended an electrode replacement procedure. However, this has not yet occurred. Recently, the patient received an additional inappropriate shock due to over-sensed p-wave and t-waves. Ts was contacted again and confirmed that another inappropriate shock had been delivered in (B)(6) 2025 due to double-counting. Extensive troubleshooting options were provided to re-assess the system integrity. The patient was re-evaluated in-clinic, where both primary and alternate vectors passed automatic screening but were unsuitable due to a previous history of inappropriate therapy and reproducible mechanical noise, respectively. X-ray imaging was also performed which showed an appropriate electrode position. The physician will likely schedule a replacement procedure to ensure appropriate therapy delivery. Meanwhile, the device was reprogrammed to the secondary sensing vector and the device's shock therapy was left on by request of the patient. A most recent data review confirmed that there were low r-wave and p-wave amplitudes in the secondary vector which means the patient is still susceptible to further inappropriate therapy. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct b1, b2, and h1. This report is being sent to provide new information in sections b5 (event description) and h6 (impact codes).

Event description:
It was reported that this patient experienced over-sensed noisy signals which resulted in inappropriate shock delivery from this subcutaneous implantable cardiac defibrillator (s-ICD). Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the noise seen during the episode was most likely mechanical in origin, such as through electrode under-insertion or sense node b artifacts. Additionally, there was evidence of variable r-wave amplitude measurements across multiple vectors and the smartpass feature had been appropriately disabled. Ts recommended performing a thorough in-clinic evaluation, such as via provocative maneuvers and diagnostic imaging. It was also discussed that in (B)(6) 2023, an impedance check collision with an interrogation occurred which disabled therapy for approximately twenty-four hours. Therapy was subsequently automatically restored and the impedance measurements were stable. Recently, the patient was evaluated in-clinic where the noise was reproducible in the primary vector with provocative movements. Additionally, low r-wave amplitude measurements were noted. Diagnostic imaging was also performed which showed an appropriate position, but a significant amount of tissue surrounding the electrode. The physician programmed the device to the secondary sensing vector and this information was provided to ts for review. Due to the reproducible noise artifacts, ts strongly suspected an electrode impairment and recommended an electrode replacement procedure. However, this has not yet occurred. Recently, the patient received an additional inappropriate shock due to over-sensed p-wave and t-waves. Ts was contacted again and confirmed that another inappropriate shock had been delivered in (B)(6) 2025 due to double-counting. Extensive troubleshooting options were provided to re-assess the system integrity. The patient was re-evaluated in-clinic, where both primary and alternate vectors passed automatic screening but were unsuitable due to a previous history of inappropriate therapy and reproducible mechanical noise, respectively. X-ray imaging was also performed which showed an appropriate electrode position. The physician will likely schedule a replacement procedure to ensure appropriate therapy delivery. Meanwhile, the device was reprogrammed to the secondary sensing vector and the device's shock therapy was left on by request of the patient. A most recent data review confirmed that there were low r-wave and p-wave amplitudes in the secondary vector which means the patient is still susceptible to further inappropriate therapy. Recently, it was confirmed that the system is still implanted and there are no future plans for surgical intervention. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.